Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported parasites in gi back in (B)(6) 2018. Health professional later reported a left side capsular contracture, baker grade unknown. Additionally healthcare professional reported patients concern with the product. Patient representative reported patient experienced ¿pain¿ and underwent ¿explant [surgery due to] increased risk of alcl].¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ these events are not related to the device. Device was explanted. This record is for the left side.